Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had helium leak issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(email), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that he was unable to troubleshoot helium leak because the touchscreen was faulty. Therefore the fse replaced the touchscreen assy, 12.1 (0160-00-0123) and was able to detect the helium leak. The helium leak was found to be in the helium reservoir assembly. To remediate the leak, the fse tightened up the high pressure valve . The unit underwent a full preventative maintenance and passed all functional/safety tests.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (investigation findings and investigation conclusion).

Event description:
N/a.